Event description:
It was reported that, "aseptic loosening and dr said it was probably an undersized prosthesis." It has not been determined whether this is a result of the device dimensions or incorrect selection.